Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc c sk implant at level c4-5 on (B)(6) 2024. The patient had continuous neck pain and lots of scar tissue. No malfunction or defect was seen with the sk implant. The surgeon made the decision to remove the implant and fuse the patient. The implant was removed on (B)(6) 2024. A DHR review revealed no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the level defined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefit outweighs the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. In addition, no pre-removal imaging was provided. The implant was removed due to ongoing pain, the reason for the pain is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
It was reported that a patient was implanted with a prodisc c sk implant at level c4-5 on (B)(6) 2024. The patient had continuous neck pain and lots of scar tissue. No malfunction or defect was seen with the sk implant. The surgeon made the decision to remove the implant and fuse the patient. The implant was removed on (B)(6) 2024.